Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, two fixation attempts were made due to challenging anatomy and difficulty achieving stable positioning. After final placement, during echocardiographic confirmation pericardial effusion was noted. Drainage was unsuccessful, and a small thoracotomy with patch repair was performed to complete the procedure successfully. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.